Event description:
It was reported that asymptomatic patient was present during a device check and the stored egms showed multiple inappropriate ams episodes due to r-wave oversensing in the right atrium. Reprogramming was recommended and successful in resolving the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.